Manufacturer narrative:
The product was not returned and an investigation could not be conducted. Testing of the same lot did not reveal any mechanical defect that could have caused the device to become locked in the open position.

Event description:
The grasper locked in the open position and could not be closed. There was a small incision that had to be made to get the grasper out of the patient. This resulted in an extra suture.